Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced unspecified "health issues" and weight loss while using the pump for insulin therapy. Customer's blood glucose ranged from less than 120mg/dl to more than 180mg/dl. Contact alleged pump did not deliver insulin as intended. Although requested, the contact declined to provide additional information and declined troubleshooting with tandem technical support.